Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown. The serial number was unknown; therefore, the manufacturing site name and device manufacture date were unknown. Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 3 of 3 for (B)(4). It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that the the fluid volume in the chamber of the inflow tubing (284508) device kept increasing up over the maximum level. According to the report, the filter allowed fluid to pass through easily and directly into the pressure sensor connect port on the fms main unit (284004). It was reported that as the fluid had entered the inside of the fms device, a warning lighted up on the display. It was reported that a new inflow tubing was replaced, which did not correct the issue either. It was reported that once they turned it off, it wouldn't turn on. It was reported that there was no response even after changing the power cord and changing the insertion point. It was reported that it was confirmed that the fuse inside was blown. It was reported that after replacing the fuse, it started but did not work properly. As a result, the shaver (283512) became unusable. Another like devices were used to complete the procedure with less than 30 minutes delay. There was no harm to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be file as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. No serial numbers were supplied which precludes conducting a DHR review or a lot of specific search in the complaints handling system. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.